Event description:
It was reported that during a gastric bypass procedure, the device leaked. This is all the information that was provided to the rep. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded following the procedure.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing?" Asku. If so, did the ¿noise¿ prevent insufflation? Please describe the noise. Asku. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Asku. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? If so, what device? Asku. Was any torque being applied to the trocar or device? Asku.